Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to another point of care (poc) meter: date: (B)(6) 2011, inratio2: 6.6, poc meter: 4.5. Patient's target therapeutic range is 2.0-3.0. Doctor's poc meter results done within 30 minutes of initial result.